Event description:
It was reported that a leak occurred in a minicap transfer set which resulted in peritonitis coincident with peritoneal dialysis (pd) therapy. The fluid leak was noted when the clamp was closed. The peritonitis was manifested by abdominal pain and turbid effluent. On the same day as the event onset, the patient was hospitalized for peritonitis. The patient was treated with unspecified antibiotics (drug name, dose, route, frequency, and duration not reported) for peritonitis. Pd therapy remained ongoing. Two days after the event onset, the patient¿s minicap transfer set was replaced. At the time of this report, the patient had recovered. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was performed with no issues noted during the manufacturing process. Visual inspection was performed with naked eye and magnification. The actual sample that was returned was found with the following issue of tubing stuck together. Functional testing performed included leak testing, clear passage testing, and clamp function testing. The reported problem of leak was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.